Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels of greater than 500 mg/dl. The customer alleged that the pump was not functioning properly. After troubleshooting with tandem clinical support, it was suspected hormonal changes contributed to the elevated bg, however, the customer maintained that the pump was not functioning properly. Bg was addressed via a supply change and manual boluses. The customer was instructed to consult with healthcare provider regarding bg level.